Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 6. Customer reported false positive reactions were obtained when performing donor confirmation testing using abd/abd gel cards of lot 101217053-03 exp 10/08/2018. Negative reactions were expected in the b microwell but they obtained positive 1+ for 6 donor units that were labeled as 5 opos and one apos. Qc was acceptable. Customer used confidence kit for qc. Issue started on: (B)(6) 2018; reported (B)(6) 2018, frequency: 6x, microtubes/wells or cell (donor #) affected: anti-b microwells. Methodology used: manual gel, reaction grade obtained: 1+, customer was expecting: neg. Test repeated: yes. Method used to repeat: manual gel with an alternate lot of gel cards. Cards storage condition temperature: as per IFU. Visual appearance before use: appearance was good. Reagent red blood cell storage and handling: as per IFU. Stored underneath direct light source: no. Protocol details (for customer working in manual methods): mts compatible equipment. Gel cards were reviewed before testing. Performed visual inspection of the cards that were used for testing and cards were acceptable. Customer retested with new red cell suspension using diluent 2+ and with an alternate lot of gel cards. All the donor units tested as expected with no reactivity in the b microwell. The importance of doing the physical inspection of each card prior to use was discussed. Customer will monitor and call back if further assistance required.